Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - no anomalies found. Trends appear stable. Oversensing - multiple short v-v sensed events of < 220 ms are observed on the (B)(6) 2010. (11 episodes nst, 2 episodes vf).

Event description:
It was reported the patient died and had significant history of both atrial and ventricular arrhythmias based on episode counters. Prior to death, there were 3 ventricular tachycardia/ventricular fibrillation episodes that appear to have been detected and treated appropriately. "Post shock there appeared to be transient loss of capture." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.